Event description:
It was reported that the right ventricular lead was fractured and exhibited high impedance and loss of capture. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).